Event description:
The customer alleged they received questionable cortisol and acth results on their e-module for one patient. The customer provided data for one discrepant cortisol result. The patient's initial cortisol result was 24.3 ug/dl and it was reported outside the laboratory. On (B)(6) 2013, the sample was repeated and the result was 27.9 ug/dl. The sample was sent to another laboratory for testing. The exact date of the test was requested but not provided. It was assumed by the customer that the second laboratory tested the sample using a centaur analyzer. This repeat result was 9.9 ug/dl. There had been no reports of any adverse events. The cortisol reagent lot number was 171646 and the expiration date was 06/29/2014.

Manufacturer narrative:
This event occured in (B)(6) no information was provided on the specific part number involved in this event.

Manufacturer narrative:
Patient sample was returned for investigation. An interference to streptavidin was identified in the sample. This interference is covered in product labeling.